Manufacturer narrative:
Conclusion: inspection of the pacemaker header revealed that upon reception, the ventricular setscrew was screwed but it is not possible to confirm if it was done before or after the implantation attempt. During the analysis, the ventricular setscrew was screwed at the position specified at the end of the manufacturing process: it was observed that the setscrew was slightly engaged in the ventricular port. One possible explanation is that at the final manufacturing process: the position of the setscrew was not correct (a final half turn counter clock wise is normally done in order to be sure that the setscrew does not appear in the port) and it was not clearly obvious at the step of the visual inspection; however, during analysis, different models of is-1 leads were inserted completely under these conditions. Following these observations, a probable hypothesis to explain the reported event is that: when the lead was inserted it slightly touched the setscrew tip thus the lead was not fully inserted; the physician screwed the ventricular setscrew before checking that the lead tip was protruded; the physician tried to reinsert the lead by unscrewing but not enough to push the lead completely in the port.

Event description:
At implant, it was not possible to fully insert the ventricular lead into the port.